Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nails/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date while doing supra patellar tibial nail and the driving cap which is used to struck by an unknown nail. The driving cap was being struck by the nail and the thread which is attached to the shaft portion basically came apart. The insertion was not affected by this, it's one driving cap. Surgeon use the driving shaft to continue the drive nail to the desire. The surgery continues as usual. It is unknown if there was a surgical delay. Procedure outcomes were unknown. No adverse effect to the patient. Concomitant device reported: unk - screwdrivers: shafts (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) unk - nails. This report is 1 of 1 (B)(4).